Manufacturer narrative:
The investigation has been completed. The automated impella controller (aic) logs confirmed the reported failure. There was a battery failure alarm, battery 1 communication failure alarm and a battery 2 communication failure alarm due to loss of communication to the battery. Further investigation into the aic logs revealed that the unit had been unused for four months prior to the reported issue. The console was tested on a lab bench, where the failure mode was successfully reproduced. The aic would not turn on using only battery power. Upon arrival, the batteries were found to be dead, and the logs confirmed lack of use during the four-month period. Upon replacing the original batteries with known good ones, there was no battery failure alarm, and the batteries were able to charge and the power battery manager was working as per the specification. The battery failure alarm and the battery communication failure alarms were due to the depleted batteries. The underlying cause of the battery depletion was likely the extended period of inactivity, as the aic was kept unplugged for four months.

Event description:
The complainant reported the console would not turn on and until the power cord was plugged in. The bottom power button was engaged on. Upon power up, there was a battery failure and battery communication failure alert. There was no patient involvement.